Event description:
It was reported that this right ventricular (rv) lead dislodged. An x-ray was performed and confirmed the perforation. The plan is to perform drainage and lead repositioning in a few days. No additional adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead dislodged. An x-ray was performed and confirmed the perforation. The plan is to perform drainage and lead repositioning in a few days. Additional information was provided that the patient did not require a revision procedure and the patient was discharge from the hospital without further intervention. No additional adverse patient effects were reported. This rv lead remains in-service.